Event description:
Complainant stated that a canister used on a crash cart imploded when used during a code. Complainant declined to say what if any pt consequences resulted.

Manufacturer narrative:
Device used was disposed of and no longer available for analysis. Complainant did not know if cover or canister imploded. Complainant had another device model 7h480410 available with serial number (B)(4). That serial number corresponds to june 2004 date of production. Customer was advised that product has an expiration date as of 2007, and that we recommend replacing canister on crash cart when annual pm is performed. We suspect but cannot prove that the canister was on crash cart since 2004, and consequently was weakened due to excessive uv exposure over 5 years.